Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing, noise and inappropriate mode switch. It was suspected that the was lead damage. The lead remains in use. No patient complications have been reported as a result of this event.